Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy procedure; tissue damage occurred due to the monopolar curved scissors (mcs) instrument not cutting properly despite applying traction to the tissue. The surgeon had been using the mcs instrument for a period of time, but ultimately, tissue damage occurred and increased the risk of injury. Although it remains unclear whether any bleeding occurred, no additional tissue removal was necessary, and no further medical intervention was required. To resolve the issue, the mcs instrument was replaced, and the procedure was successfully completed robotically. The patient did not experience any post-operative complications and there is no concern about this event causing any long-term complications.

Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) instrument to perform failure analysis. The mcs instrument was found to have blade damage near the middle of the blade, and one of the blade edges was indented. The blade indentation did cause the cut test failure. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure.

Event description:
Refer to h11 for follow-up information.